Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure of non-recoverable faults at start of procedure. Visual inspection was performed and found the unit still in good condition. The unit was installed into pca system, no power at startup and it caused errors 297 & 48238. Error 48238 indicates a illuminator communication failure. One of the fuses was blown up. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that at the start of a da vinci-assisted partial nephrectomy procedure, the customer experienced non-recoverable fault errors 297 and 48238. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer power cycle the system and the vision cart circuit breakers, verify power connections at the vision cart and illuminator but the issue persisted. At that time, the customer made the decision to complete the procedure using another vision side cart (vsc) from another system. There was no report of patient harm, adverse outcome or injury. Isi followed up with the customer and obtained the following additional information: the troubleshooting performed did not resolve the issue since the illuminator was still not working properly. Therefore, the site swapped out the vision cart to continue with the procedure.